Event description:
A 6f angio-seal vip was selected for use in the right femoral arteriotomy. On (B)(6) 2014, the patient presented with pain in the right lower extremity. An angiogram revealed an occlusion in the femoral and the patient was started on heparin. On (B)(6) 2014, the patient underwent a thrombembolectomy and vascular repair to resolve the angio-seal device, clot and plaque on the posterior wall of the vessel. It was noted the vessel looked diseased at the puncture site and the patient tolerated the procedure well.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. See scanned page.